Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the ipg as instructed. As such, the patient was unable to establish communication between his ipg and external devices. The patient also states the programmer reflects a communication error. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patent underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
The issue is now resolved.